Event description:
A caregiver reporting on behalf of a customer stated the adc freestyle libre sensor detached after 7 days of wear. On (B)(6) 2021, as a result, the customer had symptoms described as "shaking of upper and lower limbs, pale skin, blue lips, lack of strength, hard to contact the customer as if he's somewhere else," and was unable to treat themselves. The customer received unspecified help from his coworkers. The family contacted the hcp by phone and was instructed to provide glucose for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the adhesive. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reporting on behalf of a customer stated the adc freestyle libre sensor detached after 7 days of wear. On (B)(6) 2021, as a result, the customer had symptoms described as "shaking of upper and lower limbs, pale skin, blue lips, lack of strength, hard to contact the customer as if he's somewhere else," and was unable to treat themselves. The customer received unspecified help from his coworkers. The family contacted the hcp by phone and was instructed to provide glucose for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.